Event description:
The reporter contacted animas on (B)(6) 2013 reporting that there is a random error 1 on meter remote. The reporter stated that they were not doing anything with meter remote at the time of error or prior. There is no reported adverse event with this complaint. This report is made based on the allegation of the meter issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.